Manufacturer narrative:
(B) (6). (B) (4). The device is 100% inspected, per quality control spec to verify that the stent is positioned correctly on the balloon and that there is a smooth transition between the ends of the stent and the balloon taper. The device is shipped with an instructions for use (IFU) that states, "the formula 418 stent is intended for use... In the biliary tree." Product or films were not returned to aid in the investigation. The safety and effectiveness of the device for use in the vascular system has not been established. Tortuous anatomy and off-label use may increase the possibility of the stent coming off the balloon. With the provided event description, it is possible that the complaint device came into contact with the pre-existing stent, resulting in the stent becoming dislodged. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions are required at this time.

Event description:
On (B) (6) 2010, the physician was performing a renal intervention. There was a prior stent placed in the left renal artery but the ostium restenosed. Upon attempting to position the stent, the device slipped off the balloon. It took a very long time to snare and retrieved the object from the body, but fortunately, the pt was ok. It was a female in her 60's and her anatomy was not tortuous at all. No adverse effect.